Event description:
The complainant stated he replaced the ball screw assembly on the hi/low drive and the beds hi/low is drifting.

Manufacturer narrative:
Technical support instructed the accounts engineer to clean the hi/low drive screw assembly. Repairs have not been completed. A supplemental report will be sent once the account discloses their findings.